Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device battery had reached elective replacement indicator. On 01/13/17 the device was explanted and replaced. No patient symptoms were reported.